Manufacturer narrative:
(B)(4). Batch # p91639. The device was received with the top of the I-blade upper tip broken off and returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc¿s related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, I-blade was broken off during use. The broken piece was retrieved and will be sent with the device. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.